Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that during the maintenance on this device the a touched position was observed to be out of alignment. Although touch screen calibration was performed, the phenomenon was not resolved. There was no patient involvement as this issue was noted during servicing on this device. The philips service technician evaluated the ventilator and confirmed the touchscreen issue. The philips service technician replaced the touchscreen to resolve the issue. The device successfully passed all required testing. Based on information provided and/or service performed, the customers alleged malfunction was confirmed, or failed to meet specifications. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
Failure analysis on the returned touchscreen shows that during visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements was performed on the returned touchscreen assembly. Resistance measurements are out of specifications verified customer complaint of touchscreen out of specification. Fault are found on this returned touchscreen.